Event description:
It was reported that during an anterior resection procedure, the surgeon performed a distal resection using a contour. The surgeon placed the anvil. The surgeon then inserted the device trans anal and turned out trocar just posterior to the staple line. The device was connected successfully with the anvil and turned into the green firing zone. Safety off, fired, heard tactile crunch, turned out 1/2 to 3/4 turn but could not disengage from anastomosis. After several minutes attempting to, the surgeon cut the anastomosis free using a scalpel, removed the device. The donuts were inspected. Proximal formed but distal donut was just a chunk of tissue with no lumen. The surgeon observed that no b shaped staples had been formed. The surgeon then performed a hand sewn anastomosis with loop ileostomy diversion. Surgery was prolonged two hours.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
In early (B) (6) 2008, a contracted third party serviced the hospital's philips integris 5000 fluoroscopy unit in response to the annual regulatory radiation machine physicist's inspection. Several weeks later, a patient underwent cardiac ablation. The dosimeter report for a physician for this monitoring period indicated a high reading. The physician stated that the badge was left by the source. Room monitoring badges and other ep staff badges were within the normal range. The subsequent dosimeter monitor report showed another high reading (level ii) for the physician. The third party servicer was contacted for on-site service of the unit, and discovered that an internal "low dose" mode had been linked to the "high dose mode" during a prior service visit in (B) (6) 2008 (by a technician working for the third party servicing company). Several months after the patient's ablation procedure, the patient's physician informed the hospital's imaging director of patient radiation burns and treatment. Hospital risk management initiated recent attempt to contact patient with "brown patch" area.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. (B) (6).